Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for one patient with an accu-chek inform ii meter serial number (B)(4) compared to a laboratory vitros 5600 analyzer. On (B)(6) 2020, the patient's meter result at 12:02 was 430 mg/dl. At 12:10, the patient's laboratory result was 316 mg/dl. On (B)(6) 2020, the patient's meter result at 16:45 was 424 mg/dl. At 16:56, the patient's laboratory result was 323 mg/dl.